Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5068994) on 25-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of "serious injury with event outcome life-threatening, hospitalization, disability/permanent damage, required intervention, other serious (important medical event) in the reporting female patient who had essure inserted. The patient's past medical history did not include headaches in the past. On (B)(6) 2012, the patient had essure inserted. The consumer reported to the authority on (B)(6) 2017, that the essure was removed on (B)(6) 2017. She would get sharp stabbing pains in her pelvic area, she had experienced regular nightsweats for five years, mood swings, dizziness and even a severe blackout which resulted in an ambulance ride to the hospital. The blackout caused her to chip her front tooth and the other front tooth to die which resulted in an emergency root canal as well as stitches to her chin. She was lucky to be alive on the day of reporting just due to that one incident. The essure implant caused her to grow many cysts in her groin area of which she had two or three removed each year (very painful) and now she had permanent scarring from those removals. She experienced hot flashes (so hot at times it felt like she was on fire), numerous and ongoing bladder infections, painful intercourse, bleeding after sex, abnormal menstrual cycles, early menopause, many yeast infections, nipple tenderness and secretions, all over body aches, numbness and tingling in face-eyes-ears-hands-wrists, legs and back, fillings in teeth would hurt on and off, allergic reactions to foods which resulted in urgent care visits, loss of sex drive, excessive bleeding during periods, irregular periods, bleeding between periods, nausea, acid reflux and digestive problems, a massive migraine which did show up on MRI (she would never, ever, get headaches and often bragged about it), ringing, popping and pressure in ears, panic attacks where breathing was labored, severe brain fog, burning spots on torso and legs, nerve pain in hands and legs, tingling hands and legs (already reported above), fine tremors, heart palpitations, skin breakouts, facial numbness (already reported above), blurred vision, severe left eye pain and mild right eye pain, she was so easily bruised, severe immune breakdown, chronic foot fatigue (metals were settling in her feet), general chronic fatigue, insomnia, cysts on her liver and uterus which showed up on cat scan and ultrasound, cysts on leg and shoulder which resulted in scarring and pigment loss in skin after removal, weight gain, thyroid dysfunction, severe adrenal problems, swollen lymph node glands, mild but consistent fevers, ongoing jaw pain and jaw cracking sounds due to the blackout, sinus problems and a slow constant nasal drip for 5 years, dry skin and hair, hair loss, excessive cuticle growth on fingernails, bloating, intolerance to cat scan dye (almost had to be admitted to hospital), hip pain, vaginal discharge, muscle weakness and loss of all endurance. In one of her blood tests it showed that she had high nickel levels which was one of the 5 metals that the essure implant was made of and that had resulted in metal toxicity. She had seen many general doctors, infectious disease doctors, a multitude of blood draws, saliva testing, hair analysis, homeopathic doctors, vitamin c infusions, eye doctor exams, dizzy and imbalance center testing along with physical therapy for imbalance issues, ent, heart tests, cysts in breasts which resulted in unnecessary mammograms and ultrasounds, detoxifying remedies, urine testing and psychiatric visits due to emotional stress caused by this ordeal. She tried to get into clinic twice but they denied her requests due to the fact they could not find any signs of infection. It felt like she was living with a constant infection in her body which no doctor could find. The reporter considered the events to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality safety evaluation of ptc. Company causality comment: female consumer of unspecified age had essure inserted and she stated she would get sharp stabbing pains in my pelvic area (pelvic pain) and experienced high nickel levels in blood this had resulted in metal toxicity, severe immune breakdown, intolerance to cat scan dye (almost had to be admitted to hospital), allergic reactions to foods which resulted in urgent care visits, severe blackout, she was lucky to be alive today just due to that one incident, the blackout caused the other front tooth to die which resulted in an emergency root canal as well as stitches to her chin and caused her to chip her front tooth. Essure caused her to grow many cysts in groin area of which she had two or three removed each year (very painful). Essure implant was removed five years after insertion. Pelvic pain is anticipated whereas other events are unanticipated in essure's reference safety information. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Consumer reported abdominal bloating and numerous bladder infections which could alternatively explain this event. However, considering that pelvic pain may occur during essure therapy, causality cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium and its manifestations including hives, rash and skin itching). Thus, causality between essure and all other events was considered unrelated. Even though consumer selected the seriousness criteria life threatening, hospitalization, disability/permanent damage, required intervention, and other serious (important medical event), she did not specify and/or assign to one of the events in her narrative. However, case was regarded as incident as a surgical intervention was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5068994) on 25-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of "serious injury with event outcome life-threatening, hospitalization, disability/permanent damage, required intervention, other serious (important medical event) in the reporting female patient who had essure inserted. The patient's past medical history did not include headaches in the past. On (B)(6) 2012, the patient had essure inserted. The consumer reported to the authority on (B)(6) 2017, that the essure was removed on (B)(6) 2017. She would get sharp stabbing pains in her pelvic area, she had experienced regular nightsweats for five years, mood swings, dizziness and even a severe blackout which resulted in an ambulance ride to the hospital. The blackout caused her to chip her front tooth and the other front tooth to die which resulted in an emergency root canal as well as stitches to her chin. She was lucky to be alive on the day of reporting just due to that one incident. The essure implant caused her to grow many cysts in her groin area of which she had two or three removed each year (very painful) and now she had permanent scarring from those removals. She experienced hot flashes (so hot at times it felt like she was on fire), numerous and ongoing bladder infections, painful intercourse, bleeding after sex, abnormal menstrual cycles, early menopause, many yeast infections, nipple tenderness and secretions, all over body aches, numbness and tingling in face-eyes-ears-hands-wrists, legs and back, fillings in teeth would hurt on and off, allergic reactions to foods which resulted in urgent care visits, loss of sex drive, excessive bleeding during periods, irregular periods, bleeding between periods, nausea, acid reflux and digestive problems, a massive migraine which did show up on MRI (she would never, ever, get headaches and often bragged about it), ringing, popping and pressure in ears, panic attacks where breathing was labored, severe brain fog, burning spots on torso and legs, nerve pain in hands and legs, tingling hands and legs (already reported above), fine tremors, heart palpitations, skin breakouts, facial numbness (already reported above), blurred vision, severe left eye pain and mild right eye pain, she was so easily bruised, severe immune breakdown, chronic foot fatigue (metals were settling in her feet), general chronic fatigue, insomnia, cysts on her liver and uterus which showed up on cat scan and ultrasound, cysts on leg and shoulder which resulted in scarring and pigment loss in skin after removal, weight gain, thyroid dysfunction, severe adrenal problems, swollen lymph node glands, mild but consistent fevers, ongoing jaw pain and jaw cracking sounds due to the blackout, sinus problems and a slow constant nasal drip for 5 years, dry skin and hair, hair loss, excessive cuticle growth on fingernails, bloating, intolerance to cat scan dye (almost had to be admitted to hospital), hip pain, vaginal discharge, muscle weakness and loss of all endurance. In one of her blood tests it showed that she had high nickel levels which was one of the 5 metals that the essure implant was made of and that had resulted in metal toxicity. She had seen many general doctors, infectious disease doctors, a multitude of blood draws, saliva testing, hair analysis, homeopathic doctors, vitamin c infusions, eye doctor exams, dizzy and imbalance center testing along with physical therapy for imbalance issues, ent, heart tests, cysts in breasts which resulted in unnecessary mammograms and ultrasounds, detoxifying remedies, urine testing and psychiatric visits due to emotional stress caused by this ordeal. She tried to get into clinic twice but they denied her requests due to the fact they could not find any signs of infection. It felt like she was living with a constant infection in her body which no doctor could find. The reporter considered the events to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure inserted and she stated she would get sharp stabbing pains in my pelvic area (pelvic pain) and experienced high nickel levels in blood this had resulted in metal toxicity, severe immune breakdown, intolerance to cat scan dye (almost had to be admitted to hospital), allergic reactions to foods which resulted in urgent care visits, severe blackout, she was lucky to be alive today just due to that one incident, the blackout caused the other front tooth to die which resulted in an emergency root canal as well as stitches to her chin and caused her to chip her front tooth. Essure caused her to grow many cysts in groin area of which she had two or three removed each year (very painful). Essure implant was removed five years after insertion. Pelvic pain is anticipated whereas other events are unanticipated in essure's reference safety information. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, consumer reported abdominal bloating and numerous bladder infections which could alternatively explain this event. However, considering that pelvic pain may occur during essure therapy, a causal relationship cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium and its manifestations including hives, rash and skin itching). Therefore, causality between this device and all other events was considered unrelated. Even though consumer selected the seriousness criteria life threatening, hospitalization, disability/permanent damage, required intervention, and other serious (important medical event), she did not specify and/or assign to one of the events in her narrative. However, case was regarded as incident as a surgical intervention was required. A product technical analysis has being sought.